Manufacturer narrative:
The company representative was unable to replicate the reported event. The company representative tested the system and found it to meet the manufacturer's specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported events could not be conclusively determined as the system was found to meet specifications. (B)(4).

Event description:
A nurse reported the equipment had ¿increased pressure¿ and locked during the procedure. Following a delay of one hour and a system exchange, the procedure was completed with no patient harm.